Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer's mother reported via phone call that the customer experienced high blood glucose. Customer's blood glucose was 400 mg/dl. The mother declined to troubleshoot for the customer's high. The mother stated the customer's blood glucose returned to normal after the site was changed. The mother declined to return the insulin pump for analysis.